Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a force bipolar instrument reportedly experienced an unraveled and broken cable about halfway through the case; the surgical team removed and replaced the instrument to continue the procedure. While surgery was still in progress, a fragment of the cable was identified in the patient¿s abdomen and was retrieved intraoperatively during the same procedure using another instrument. Prior to the break, no functional issues were observed, and staff reported no collisions with other instruments or hard materials. No post-operative imaging (e.g., x-ray or ultrasound) was performed to check for additional retained fragments, and the patient has not returned with complications related to a retained foreign object.

Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.